Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer loaded a new cartridge to address the event. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded a cartridge with 300 units. The customer reloaded the existing cartridge and received an accurate estimate. The customer's blood glucose level ranged from 105 to 230 mg/dl.